Event description:
It was reported that the patient presented to surgery following a prior fusion at t10-s1 and stress fracture at t9 with kyphosis. The patient underwent a procedure for t6-t10 posterior fusion with, posterior hardware, local bone, abma, bone graft substitute, and rhbmp-2/acs. At 12 months post-op the patient underwent an additional surgery for hardware pullout t5, t6, loss of correction; exploration, solid fusion hardware removed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).